Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported hearing an audible alarm and liquid crystal display (lcd) fault in addition to the lcd screen turning white. The patient is unable to read any pump parameters; therefore, a system controller exchange was successfully completed with appropriate pump parameters. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller lcd displaying a white screen was confirmed. Initial inspection of the returned heartmate 3 system controller, serial (B)(6), revealed a white screen on the controller lcd. The lcd was replaced with a test lcd which resolved the issue. The controller with a test lcd underwent functional testing and was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 29dec2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.